Event description:
Information received that a smiths medical cadd solis battery pack may have caused the pump to alarm low battery even though it was plugged. The reporter also stated that the battery would not charge up. There were no clinical consequence due to the reported event.